Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that her one touch ultra mini meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation because the medical surveillance specialist (mss) was unable to contact the patient by phone. The patient said she obtained a reading of 267 mg/dl on the reported meter a day before contact at 10:30 pm. The cca documented that an actual result of 276 mg/dl from the meter memory. As a result of the product issue, the patient claimed she took 64 units of lantus insulin, which was her usual dose of medication. One hour after the product issue occurred, the patient said she was very shaky and stressed. She denied receiving treatment due to the product issue. The patient denied being tested with another device. The cca noted that the patient described using correct testing technique. The patient's products were replaced. This complaint is reported because the patient claimed the lfs product read inaccurately high and she took her usual dose of lantus insulin. The patient said that she became shaky one hour after taking the insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.